Event description:
Bed was reported to have operated on its own causing patient to be 'profiled' possibly causing further injury to spinal patient. The patient was in neuro itu for a serious unstable spinal injury to his neck, he was on head traction at the time of the incident, with the weights hanging from the head end of the bed. The nurse and the patient's mother were at the bed when it started to profile, nobody had (purposely) pressed the button, both stepped away from the bed but it continued to profile causing the traction to cause hyper extension of the patients injured neck. The patient at the time of the incident was fully conscious and this caused great distress. Ref #3003984900-2013-00002.